Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center (see figure 4.2). Wet equipment could cause the image to flicker or disappear. Properly and securely connect all cables. Otherwise, equipment damage or malfunction can result.¿ while a definitive root cause could not be determined, based on the information provided, investigation believes one of the following caused the event to occur: the substrate related to the generation of the image such as the ap substrate or dp substrate is defective. Receptacle unit has failed. Contact failure occurred because foreign matter had adhered to the electrical contact or optical connection of the scope connector. There are problems with the monitor, scope cable, and video cable used in combination. Cable connection was not adequate. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report the no image event. The customer noted that he had already tried both the sdi output ports and is still receiving no image. As previously noted, multiple other scopes were utilized as well and still, no image. Tac recommending trying a different sdi cable or, if possible, a 'comp' out cable from the back of the device. Tac also recommended attempting to run the cable to another monitor to rule out that it isn't a monitor issue. Customer stated that he would run those trouble-shooting options and call back if needed. At this time, no return call has been received. The subject device is not scheduled for return. Should additional information become available, a supplemental report will be provided.

Event description:
The customer reported that the visera pro video system center was not providing an image, despite trying multiple scopes. According to the initial reporter, this issue was noted prior to use on any patient.